Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted on (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.